Event description:
It was reported that during a lap cholecystectomy procedure, the clip legs were crossing. Was able to complete the procedure with the same device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.